Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of report, the receiver has been providing an out of range alert for 3 hours.